Manufacturer narrative:
The insulin pump passed all functional testing, but was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.